Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was july 23, 2024. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (6) years, since the subject device was manufactured. The legal manufacturer could not confirm, whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine, what foreign material was involved. However, it was confirmed, that the foreign material remained in the grip section venting connector. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual operation manual, "urf-p6, chapter 3: preparation and inspection", describes the methods for detection. The instruction manual reprocessing manual, "urf-p6, chapter 5: reprocessing the endoscope¿, describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the uretero-reno fiberscope exhibited foreign material on the venting connector, in the gripping area. There were no reports of patient involvement.